Event description:
It was reported that the patient had been hospitalized with hyperglycemia and diabetic ketones on (B)(6) 2025. The patient's blood glucose levels reached 18 mmol/l (324 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg). Symptoms reported include the patient vomiting. The patient was treated with intravenous insulin. The patient was discharged on (B)(6) 2025. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.